Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) at (B)(6) on (B)(6) 2026. The patient's blood glucose levels reached around 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours. The patient was bleeding around the infusion site (arm) as the pod cannula went in. Symptoms reported include the patient feeling ill all day and generalized pain. The patient was treated with insulin infusions. The patient was reportedly not discharged yet at the time this event was reported to insulet on (B)(6) 2026. Additional information was received on march 9th, 2026 that the patient's actual blood glucose level reached 21.9 mmol/l (394 mg/dl), the pod cannula was found bent and leaking insulin and the pod was discarded at the hospital. An additional contact has been made by the customer on march 19th, 2026. No error alerts were displayed indicating any delivery failure. The system also intermittently switched between automated and manual modes and at times reported missing sensor values, which gave the impression that glucose levels were declining. However, once readings were restored, glucose levels remained elevated.

Manufacturer narrative:
Upon receiving additional information on march 19th, 2026, submitting a supplemental MDR to update b5 - describe event or problem.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) at (B)(6) hospital on (B)(6) 2026. The patient's blood glucose levels reached around 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours. The patient was bleeding around the infusion site (arm) as the pod cannula went in. Symptoms reported include the patient feeling ill all day and generalized pain. The patient was treated with insulin infusions. The patient was reportedly not discharged yet at the time this event was reported to insulet on (B)(6) 2026.

Manufacturer narrative:
A supplemental MDR is being submitted to capture the additional information received on march 9th, 2026, updating b1, h6 and h11 accordingly. According to the complainant the device will not be returned for investigation as the device was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.